Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of angina, thrombosis and enzyme elevation are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional xience sierra device is being filed under separate medwatch report.

Event description:
It was reported that the patient presented with chest pain and segment elevated myocardial infarction (stemi). The procedure was to treat two non-tortuous lesions in the mid right coronary artery (rca) and the proximal rca. Pre-dilation was performed with an unspecified 3.5x15 mm balloon dilatation catheter. A 3.5x23mm xience sierra stent was implanted in the mid rca and a 3.5x15mm xience sierra stent was implanted in the proximal rca. There was an approximately 5-8mm gap between the two stents. Less than 30 minutes post procedure, the patient experienced chest pain and elevation in cardiac enzymes. Angiography revealed thrombus in the two previously implanted stents as well as the 5-8mm gap. An unspecified balloon dilatation catheter was used to post-dilate the previously implanted stents. A 3.5x12mm xience sierra stent was implanted between the two stents to cover the 5-8mm gap. Post-dilatation was performed as standard procedure with good result.there was no adverse patient sequela and no reported clinically significant delay in the procedure. The patient was discharged on (B)(6) 2018. No additional information was provided.